Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 2.1 and 2.2 was failed and not detected on bus. A field service engineer reseated the retractor band and row board cables across all boards, performed testing using the hardware test application (hta), confirming both drawers operated properly, final verification confirmed successful operation with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 7 tower north (7n), main drawers 2.1 and 2.2 were not detected on the bus, resulted on all pockets within those drawers failed. The pharmacy technician was unable to recover the drawer failures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.